Event description:
It has been reported to us that there was an electric shock through the pc serial card when the customer plugged the stockert generator into the labsystem. There was no report of pt injury and the device will be returned for our analysis. On 09/29/09, bep received the subject product and determined it to be inoperable due to electrical discharge of the system board (mother board). On 10/23/09, bep became aware that the hospital identified that there was miswiring of the outlet the unit was plugged into. The hospital identified that the earth-ground connection of the hospital outlet was "hot" and therefore created the electric shock. Based on this added info this event is considered reportable as there was a potential that the event could result in a potential injury to the user. On 10/27/09, the original MDR reporting decision was based on the fact that no pt injury occurred to the pt or end user. Bep has continued to evaluate the complaint by obtaining more info regarding the lab set-up and procedure objectives.

Manufacturer narrative:
Device received; eval not yet completed.